Event description:
My husband was released from the hospital having an lvad (left ventricular assist device). They went through his chest & sent home this october. On october 10th, the nurse stopped the vac (vacuum-assisted closure) machine on his wound. The next day we did wound dressings daily using medline saline to clean. The nurse noticed the wound turning red and swollen on november 5th. We then had a culture taken from the infectious doctor we had been seeing. On november 8th the culture came back with pseudomonas aeruginosa. He was put on ciprofloxacin for 10 days. His blood work is showing the wbc (white blood cells) going up. We now have a lump next to the wound in which the surgeon will look at this wednesday. On november 16th is when we found out the medline saline was recalled. I have dated pics of the wound, I have one empty bottle left of medline saline out of two bottles from the nurse. And, the tests done showing the culture and blood work. Since the nurse told us about the recall, we have been using cardinal health saline wipes.